Manufacturer narrative:
(B) (4) (B) (4). This report was filed by the MFR. The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.

Event description:
Customer reported that in the cicu, staff noticed IV fluid rapidly leaking above flat blue plastic piece that anchors into the IV pump - crack noted at that point. No pt harm reported. No add'l info was available.